Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep) reporting that the pump was not returned per the decision of the physician. The hospital would not allow the company rep to take the pump because there was pain medications in the pump.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (2000 mg/ml at 1mg/day) via an implantable pump. It was reported that the patient presented to the hospital after having extreme headaches last week and increased pain. It was reported that the patient had a fall a couple of weeks ago and hit his head. The patient's pump was already scheduled to be replaced for end of service (eos). When replacing the pump, the hcp tried to get backflow from the catheter. No cerebrospinal fluid (csf) was evident, and it was discovered that the catheter had been severed. The catheter was replaced. The issue was resolved at the time of this report.